Event description:
The customer reported the m540 monitor did not emit an audible warning signal, even though it had not been muted. The staff only became aware of the alarm because of the simultaneous visual signal. There was no adverse patient impact, as the alarm condition was detected in time.

Manufacturer narrative:
The device was returned to the draeger repair bench for evaluation and the reported symptom was verified. Root cause was identified as a failed power board. The power board was replaced to resolve the issue, and the device was returned to the customer after passing all required testing.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
The customer reported the m540 monitor did not emit an audible warning signal, even though it had not been muted. The staff only became aware of the alarm because of the simultaneous visual signal. There was no adverse patient impact, as the alarm condition was detected in time.